Manufacturer narrative:
((B)(4). Batch # m54y7e. The analysis results found that the ntlc75 device was received in good visual conditions and with two cartridges reloads present. The reload was received with 3 drivers up and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The reload (b) was received fully fired. In addition the lockout spring was received inside a plastic jack. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a semi-open sigmoidectomy, a spring came out from the device at firing on the colon. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m54y7e. The analysis results found that the ntlc75 device was received in good visual conditions and with two cartridges reloads present. The reload was received with 3 drivers up and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The reload (b) was received fully fired. In addition the lockout spring was received inside a plastic jack. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a semi-open sigmoidectomy, a spring came out from the device at firing on the colon. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.